Manufacturer narrative:
At each clinic visit the nalu representative present was able to achieve connectivity between the ipg and the therapy discs. Connectivity was maintained throughout each visit and while having the patient move into a variety of positions and performing various tasks such as sitting, standing, and removing socks and shoes. Appropriate placement of the therapy discs was marked for the patient so that consistency would remain. Troubleshooting appears to rule out device or component failure or malfunction. Maintaining connection while performing various tasks appears to show that the placement of the ipg is adequate and appropriate. During the revision procedure the physician noted excess scar tissue, however this does not appear to be a factor since troubleshooting was able to achieve connection. It appears that the system was functioning as intended and the patient was not following instructions or training on placement of the therapy discs.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. The nalu system replaced an existing system from a different manufacturer. When the system was activated on (B)(6) 2023 the patient displayed some difficulty in properly placing the external therapy discs in the appropriate location for optimal communication with the implantable pulse generator (ipg). Over the course of approximately 3 months the patient continued to report having difficulty with communication between the ipg and the therapy discs. There were multiple xray images taken to verify the ipg placement, however the patient refused ultrasound imaging or alternative views of xray imaging, which would have identified the depth of the ipg and determined if the depth was appropriate. A surgical revision was performed on (B)(6) 2023 to place a new ipg into a new pocket location.